Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 92 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 92 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("coil fell out (from right side)") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 34 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: lack of drug effect ("lack of drug effect"). The patient had a medical history of adenoidectomy, tonsillectomy, smoker, parity 3, multi gravida, heavy menstrual bleeding (lmp on (B)(6) and continues. 1st lmp after del on (B)(6). Heavier than usual, changing protection q 2-3 hrs, lasting longer than usual. Some clots as well, approx. Quarter sized.), left lower quadrant pain, abdominal cramps and overweight. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 369 days after essure insertion and 285 days after its most recent use, she experienced device expulsion (seriousness criteria medically important and intervention required). An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion medically important). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as fetal death. The reporter considered device expulsion and pregnancy with contraceptive device to be related to essure administration. The reporter commented: more than one essure related surgery: no. There were 5 coils visible on the right and the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.251 kg/sqm. [Pathology test] on (B)(6) 2015: surgical pathology final diagnosis, fallopian tubes, bilateral, salpingectomy benign fallopian tubes with paratubal cyst specimen site/source: bilateral fallopian tubes clinical history/diagnosis: tubal ligation gross description: within the specimen container is a 2 cm length of coiled wire and a 3.cm length of straight wire. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device expulsion (10012578) and pregnancy with contraceptive device (10063130) and drug ineffective (10013709). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .events device expulsion and pregnancy with contraceptive device and drug ineffective added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report